Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was unable to be detected by the programmer. It was noted the patient had not returned for regular device follow up. The device had reached normal elective replacement indicator (eri). The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2002, 5568 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).